Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, user had requested to complete a pocket push for medication (acyclovir 200 mg capsules). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had requested to complete a pocket push for medication. A technical support specialist had dialed into the server via securelink, applied knowledge article, logged into the patient encounter system, and successfully resent the count/load messages. The customer confirmed that the issue was resolved, and it was working fine. The system functioned as intended after the technical support specialist troubleshot the device.